Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the small battery drive device had an undetermined malfunction. It was reported that the event occurred while in use on the patient or within the sterile field. It was unknown if the device was pre-tested prior to the surgery or how long the device was in use before the issue was observed. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.